Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to verify a33 alarms due to motor error alarms. The insulin pump has cracked case at the display window corners, cracked display window and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 270 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.